Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was found dislodged during the routine follow-up. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was found dislodged during the routine follow-up. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues. Resistance testing found the lead was electrically continuous, therefore the electrical or physical allegations were not confirmed.